Manufacturer narrative:
The device has not been returned to the service center for evaluation. Therefore, the exact cause of the reported event cannot be determined. Upon receipt of the device, an evaluation will be performed and a supplemental report will be submitted. Based on similar reports, tip breakage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe/teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Event description:
The service center received a report of four thunderbeat (tb-0535fcs) hand-pieces, that tips broke during a total hysterectomy. This is for the third probe, lot number unknown, that broke during the intended procedure. The physician was performing a total hysterectomy when the probe tip broke off and fell into the patient. The broken tip was retrieved from the patient, but the device used to retrieve the item was not reported. It was also not reported if there was any damage observed on the probe unit upon removal from the patient (i.e. Exposed metal, charred marks, or teflon pad damage). The facility contact also did not know if the probe, connection points to the generator, and the cable were inspected prior to the procedure or if any abnormalities were observed. The physician continued with the intended procedure with a new hand-piece. It was reported there was no patient injury. This is report 3 of 4.